Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced pump was alarming when it stops. Infusion was done and 500 infused. The pump did get interrupted. Used a primary line, did not use a secondary. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-02209. All information can be found under that manufacturer report number 1314492-2021-02209. Should additional relevant information become available, a supplemental report will be submitted.